Event description:
I had prolapsed bladder suddenly and unexpectedly for my age. Having never had any urinary problems, I was very shocked this occurred. I was told by my physician that I needed to have a cystocele repair and tvt surgery. He told me he had done hundreds of these and they were no big deal. Because of my younger age, he said that I would be a good candidate for the mesh implant as being more active and being a nurse, this would last a lot longer as just being "tacked up" would probably make it necessary that I would have to have it repeated in 10 years or so, but with the mesh, it would last at least 20 years and maybe never have to have another surgery. He never told me anything about mesh erosion being a risk, nor any other complications. Only thing that was reviewed was the basic "surgery risks" anesthesia, bleeding, etc. One week after my surgery when the major pain was subsiding, I noticed that I was having a lot of pain in my groin and I couldn't walk normally as I would have to shorten my stride with each step. A full stride caused a sharp pain in my right groin. I called the dr and they said that they would address it at my post-op as I wasn't having any fever or other problems and maybe this was just ligament pain, etc. At my 4 week post-op, I came to the office and reviewed with the nurse that I was still having the pain in my groin and I had also started having vaginal bleeding. My dr did a very painful pelvic. I told him about the groin pain and I also told him that I was really concerned as the bleeding was causing cramping as well. I had a total hysterectomy in 1997, so bleeding was not expected. I also told the dr that I physically "checked myself -carefully" and felt some very sharp areas in my vagina and that I felt something was really wrong. He said "could be scar tissue" and he told me to rest one more week, continue with the estrogen cream and come back. Upon return, I told him that things were continuing but weren't any worse and I was worried about my job. He said things would get better, that it was okay to go back to work and I returned to work (B)(6) 2010. On (B)(6) 2010, I called the office and talked to the nurse stating that my leg was still really bothering me and I asked if I could have the name of the mesh that was inserted. I had read about erosions online as I was scared and when I put my symptoms in "post-op tvt bleeding" hundreds of complaints came up about erosions. I was horrified then as I still am. I have been back to the dr and he was unable to do a pelvic on me as the pain was too severe. I asked him if this has ever happened to one of his pts and he said, "yes, I had a (B)(6) pt this happened to." He didn't tell me what was wrong, only that he wanted me to see this specialist (who I had tried to get to do the surgery and I was told there was at least 6 months wait), and he got me in one hour after my appointment with him. I went to her office, was told that I had really bad erosion, in at least 5 areas, and that my urethra had eroded as well. My first dr called me at home that following sunday night and asked what the specialist said and when I told him she said it would all have to come out he said, "well I have never had this happen with a pt before" (opposite of what he told me previously) and he said that he wondered if the company changed the material that was used in making the mesh product." To this day, I am still waiting in pain, my bladder has re-prolapsed, and I can't lift, urinate, have a bm, cough or turn without having sharp pains run through my bladder, groin and pelvis. I am so saddened and hurt by all of this because after requesting my records, the original surgeon did not document anything about my months of complaints... Only wrote "normal post op visit" even after keeping me off work. This is a total disrespect to pts and our profession (I am a registered nurse). Please don't let my life be ruined even more by letting others be taken advantage of, just so the hospitals, physician's and mesh producers can make millions. I don't want this to kill me or anyone else, please help. Due for attempted (partial) mesh removal on (B)(6) 2011. I was told it would take multiple attempts to get the mesh removed. Second attempt may need to be completed through an abdominal incision. I am supposed to have 2 - difficult - surgeries before (B)(6)2011 and hopefully they will be able to get it all out. Either way, after the removal surgeries - which how is my family and I supposed to survive this time off from work? - as I am told I will need a complete pelvic reconstruction afterwards.